Event description:
Pt called lfs and alleged that their meter was prompting an error 1 message upon pressing the m button. They stated that there were times that they felt ill, weak, sweaty, and emotional. They did not report any medical attention. The pt reported that the correct technique was used. The issue was not resolved with troubleshooting. Based on the info provided, there was a meter malfunction, however, there is no evidence that the malfunction led to a serious injury. The meter is being replaced for the pt.